Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred at the start of hemodialysis (hd) treatment. The blood leak was reported to be visible; blood was visually observed in the dialysate compartment of the device. The machine alarmed appropriately; there were visual and audible alarms that went off. No dialyzer damage was visible. A blood test strip was used to verify the presence of blood in the dialysate; the strip tested positive. The patient's blood was not returned; estimated blood loss (ebl) was noted as being approximately 300ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. After the treatment was completed, the machine was pulled from the floor and disinfected. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.